Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking from a section of tubing. Mmd made multiple attempts to follow up with the initial reporter but they were not successful. They did not report any adverse effects to the patient due to the complaint. No other information was provided. (B)(4)